Event description:
The customer reported that "equipo admon sol peel pouch" the adapter looks defective, like it is malformed. Patient injury and medical intervention were not reported for this event. A patient was not involved. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter will continue to monitor similar reports to determine if further actions are required.